Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed through a material analysis of returned devices and a review of the provided medical records and x-rays by a clinical consultant method & results: product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 13 march 2019. This inspection indicated: "the returned device is shown in figures 1 and 2. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, superior and inferior surfaces of the stem are shown in figures 3 through 6, respectively. Damages were observed on the neck of the stem, consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Damage consistent with the explantation process in addition to biological fixation were also observed on the stem. Debris was also observed on the stem as shown in figure 6." Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: "damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was observed on the stem trunnion and head. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the samples of debris were consistent with a corrosion product, an oxide, stem base alloy and biological material. Damage was observed on the distal rim of the insert, consistent with contact against the stem." Medical records received and evaluation: a review of the provided office visit notes, revision operative report, surgical pathology report and x-rays by a clinical consultant revealed: "x-ray printouts available for review are multiple undated x-rays of the right hip with an uncemented right total hip arthroplasty in situ with no screws in the acetabulum. The acetabular shell and stem are in nominal position and well-fixed. The stem trunnion is disassociated and dislocated from the prosthetic head. An ap of the right hip and ap close-up of the right hip dated (B)(6) 2018 off of the films demonstrate the same findings as just described. Two aps of the right hip and one ap of the right femur, all labeled ¿post-operative¿ and dated (B)(6) 2018 off the films, demonstrate a restoration modular long-stem uncemented total hip arthroplasty in which the stem tip is only visualized in the ap view of the femur. One dall-miles cerclage cable is noted proximal to the lesser trochanter. The same acetabular shell as previously noted is present, with a trochanteric fracture reduced. The hip is reduced and in nominal position and at the distal end of the femoral x-ray a total knee arthroplasty is noted. One undated ap of the right hip and one ap of the pelvis, both labeled ¿post-operative¿, are unchanged from the previous description. Multiple undated views of the right hip, some labeled ¿weightbearing¿, some labeled ¿nonweightbearing¿, again demonstrate no changes in the prosthetic position with a slight displacement of the greater trochanteric fracture noted. No dated serial x-rays prior to the (B)(6) 2018 head disassociation are available. Based upon the information available for review, no determination can be made for the cause of the failed locking mechanism at the head/trunnion interface occurring approximately ten years status-post implantation." If additional information is received, this report will be updated. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review concluded the following: "based upon the information available for review, no determination can be made for the cause of the failed locking mechanism at the head/trunnion interface occurring approximately ten years status-post implantation." No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from the stem. Rep also reported the patient was not very mobile/ active. Intra- operatively, black tissue was noted in the patient. Patient was revised to a restoration modular stem construct, biolox ceramic head, and an adm/mdm liner construct. The shell was not revised.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported that the patient's hip was revised due to disassociation of the head from the stem. Rep also reported the patient was not very mobile/ active. Intra-operatively, black tissue was noted in the patient. Patient was revised to a restoration modular stem construct, biolox ceramic head, and an adm/mdm liner construct. The shell was not revised.